Event description:
It was reported that the connection between the connector on the cap and suction tube disconnected and blood leaked. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
The device was returned to the MFR for evaluation. It was determined that the connection between the connector and the cap was disconnected. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at a zimmer facility. The agency's inspectional observation concerned the company's decision (s) no to submit certain mdrs for products specific to that zimmer facility. While a retrospective review of complaints for unreported mdrs was conducted immediately following the inspection at that facility, zimmer determined that such a review would be conducted at all zimmer facilities. As a result, zimmer osp completed its retrospective review, and is now submitting this MDR.